Event description:
The patient was revised because of infection. The tibial and femoral components were noted to be loose.

Manufacturer narrative:
Examination of the submitted devices did not reveal any evidence confirming the reported device loosening. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for correction action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.